Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient did not know the circumstances that led to the said issues. Steps taken to resolve the issue were that patient turned it off, tried changing the programming. Patient did not know if the issue was resolved; patient left it turned off. Patient weight at the time of event was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
Product ID (B)(4). Serial# (B)(4). Product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. The patient reported that her patient programmer (pp) was ¿malfunctioning.¿ the patient reported that she turned her ins on today to go grocery shopping, but her ins was ¿becoming stronger¿ and ¿becoming weaker¿ and changing programs (¿not recognizing her walking¿) on its own. The patient reported that she tried to use her pp to turn the ins off, but it was stuck on the sync screen, no matter how many times she pressed sync and reported seeing the splash screen. The patient reported that she had already tried taking the batteries out of the pp and sync several times with the pp but was unable to resolve the issue. The patient reported that she was using alkaline batteries. The patient confirmed the pp had not been wet or dropped. The patient attempted to sync without the antenna but reported that she was stuck on the sync screen. The patient powered the pp off and tried pressing the turn ins off button but reported seeing the splash screen. The patient took the batteries of the pp on the call and put them back in and the patient reported seeing the splash screen. The patient reported that she would buy new alkaline batteries since the was at the store. The patient reported that she would speak to her local manufacturer¿s representative (rep) regarding getting further help. The patient reported that the ins was changing settings on its own and that she needed to get the pp working right away. No further complications were reported.